Manufacturer narrative:
H 11 of initial MFR# 0003015876-2021-01822 indicated that stryker had verified the reported issue. However, stryker evaluated the customer's device and was unable to verify the reported issue. Neither was stryker able to duplicate the reported issue during functional testing. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Root cause could not be determined. Stryker further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to diode, s 5 to 9.

Event description:
The customer contacted physio-control to report that their device powered itself off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control performed an initial evaluation of the customers device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered itself off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.